Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs indicate that though the imaging system requested exam trnaser after the spin, the imaging system did not actually transfer the exam. The subsequent attempt to push the exam was not successful as the received dicom data did not include any registration information for the exam even though a valid scan ID was generated at the time of spin. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software investigation, including log analysis, could not determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed no anomalies with the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the user facility regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The caller indicated that the navigation system received an incomplete transfer error when trying to receive an image from the imaging system. The caller performed a reboot and confirmed that there was a navtag on the scan and was unable to manually push the scan. The caller did a respin of the patient and continued with the case. The delay in surgery was less than one hour and there was no impact to the patient. There was 1 unused hd spin as a result of the issue.